Event description:
The wire was caught on hooks of the superior attachment system. During the attempt to get the wire off the hooks, the superior attachment system was pulled down into the aneurysm sac. The pt was converted to standard surgical repair.